Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they had high recovery on quality controls tested with the elecsys ft4 ii assay on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. After re-calibration, the controls then recover normally. After one day, the control recovery is bad again. Patient samples were also affected. The customer runs multiple assays on the analyzer, but only ft4 seems to be affected. The customer provided data for a total of 211 patient samples. Of these, 148 had erroneous ft4 results. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. Refer to the attachment for all patient data. The ft4 units of measure were not provided. No adverse events were alleged to have occurred with the patients. The ft4 reagent lot number was 303235. The reagent expiration date was asked for, but not provided. The customer ran precision studies.

Manufacturer narrative:
The alarm trace shows no sample aspiration issues. The service engineer found bent nozzles, a crooked mixing paddle, and the wash water for the mixing paddle wasn¿t draining. The nozzles and bead mixer were replaced and the wash station was cleaned. The investigation determined the root cause was the issue with the mixing paddle and nozzles.